Event description:
It was reported that the patient presented in clinic for post implant check. Upon interrogation, the atrial lead exhibited far r wave oversensing. X-ray imaging showed that the lead had dislodged. The lead was explanted. The patient was in stable condition.